Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the 510k number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps. Per operative notes, ¿the incarcerated omentum was transected. The hernia defect was identified, repaired with ventralight st using echo ps mesh and tacked.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia x2 and pain thereby underwent laparoscopic repair with excision of ventralight st using echo ps and implant of x2 synthetic mesh. Per operative notes, ¿multiple adhesions were lysed. The first hernia defect was identified in left upper quadrant of midline and second defect was identified superior to umbilicus, where the old mesh was not incorporated. The old mesh removed entirely. Both hernia defects were reduced, repaired with x2 synthetic meshes and tacked.¿